Manufacturer narrative:
D4. Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800tfx which is marketed in the u.s. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm aortic pericardial valve, implanted approximately eleven (11) years, was explanted due to aortic stenosis. This device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately ten (10) years, the patient status became worsened. This device was explanted and replaced with a 21mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU. The device was not returned for evaluation due to infection.